Manufacturer narrative:
Patient's mother reported that there was an early sensor shut-off. No acetaminophen was ingested. Patient has a lot of scar tissue on the abdomen. We are replacing sensor. There is no additional information at this time.

Event description:
Patient's mother contacted dexcom to report early sensor shut-off after calibration.